Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's son reported via phone call low blood glucose and issues with the insulin pump. Customer's blood glucose level was 35 mg/dl. Customer treated their low blood glucose with food. Troubleshooting on the insulin pump was performed. Customer advised the drive support cap was normal. Customer was advised to follow up with their healthcare provider in regards to their low blood glucose. Customer was advised to monitor the insulin pump and call back if issues persist. Customer wanted to change out their basal rates due to doctor changing out their settings.